Event description:
Per the clinic, the patient sustained an impact to the head, and began experiencing pain with device use which could not be resolved. The device was explanted on (B)(6), 2012.there are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).